Event description:
It was reported during a transcatheter aortic bioprosthetic valve replacement procedure involving the vlv evolutfx-34, in a patient with a bicuspid aortic valve, severe aortic stenosis, a perimeter of 84.8mm, and left ventricular outflow tract of 104mm, vascular access was achieved via the right femoral artery. A pre-implant balloon dilation was performed using a 25mm non-medtronic (true) balloon. An 18fr delivery catheter system (dcs) in-line was inserted over a non-medtronic (safari) small guidewire through a 22fr non-medtronic (gore dryseal) sheath. The first attempt at valve deployment was too deep and the valve was partially recaptured into the dcs. The second and third deployments were also too deep, with the valve being partially and then fully recaptured. Wire manipulation to the outer curve of the aortic arch and the non-medtronic (lunderquist) guidewire were suggested. Additionally, a new dcs and valve were offered, but were initially declined. The fourth deployment attempt was again too deep, and the valve was fully recaptured. A second physician scrubbed in to assist. On the fifth deployment attempt, the valve was positioned at 2mm on the non-coronary cusp (ncc) and 6mm on the left coronary cusp (lcc). However, when the non-medtronic (safari) small guidewire was removed, the valve dove into the ventricle which led to another full recapture. The decision was made to switch to the non-medtronic (lunderquist) guidewire, but the physician declined the suggestion of preparing a new valve and dcs. The dcs and valve were removed from the patient and flushed. The dcs and valve were reinserted into the patient over the non-medtronic (lunderquist) guidewire through a 22fr non-medtronic (gore dryseal) sheath. On the sixth deployment, the valve position was 2mm on the ncc and 5mm on the lcc, commissural alignment was achieved, and the valve was fully deployed with a trace paravalvular leak and a gradient of 5mm hg. The access site was closed using a non-medtronic vascular closure system (proglide x2). No patient complications were reported as a result of this event.   Customer comment: the physician was satisfied with the results and acknowledged the non-medtronic (lunderquist) guidewire would have been a more appropriate selection, but wanted to try the non-medtronic (safari) small guidewire first given the history of left ventricular perforations at the facility..

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID: evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025 product ID: l-evolutfx-34 (lot: 0012272641); product type: 0195-heart valves; implant date: non-implantable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.